Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that, the stent dislodged within the previously placed stent. The patient was being treated in the proximal left anterior descending (lad) artery for a 100% in-stent distal stenosis of a previously implanted non-boston scientific stent. The vessel was predilated with a 2.0x15mm balloon of unknown manufacturer. During the delivery of the 2.25x24mm taxus express2 drug-eluting stent (des), the stent could not pass through the distal portion of the previously placed stent. During withdrawal of the stent delivery system, the stent was found dislodged inside the previously placed stent. The physician used a maverick2 1.5x15mm balloon to inflate the stent and then used a maverick2 2.5x15mm balloon to inflate it further. The stent was fully expanded inside, and distal to, the previously placed stent. There were no other complications noted with the patient's condition reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.